Event description:
It was reported that during a coronary stent procedure, the physician experienced inflation difficulties. While attempting to remove, the shaft of the catheter broke. Another balloon was advanced for removal of the distal end. Pt status is listed as "okay".